Event description:
It was reported to boston scientific corporation that the autocap was used during an endoscopic retrograde cholangiopancreatopography (ercp) procedure in the common bile duct for the treatment of stones on (B)(6) 2025. During the procedure, when the physician pulled the stent through the autocap, the white part inside the cap of the blue housing was pulled as well. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.